Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the cage is fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to inserting the plates at an angle or not using a starter awl. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the roi-c plates had a hard time passing through the implant holder and caused the cage to break. The cage was removed and replaced with a second cage, but it also broke while trying to advance the plates. This cage was also removed and the holder and plates were switched out. The second set of plates were successfully installed into the third cage using the second holder. An awl was not needed and the patient did not have hard bone. There were no patient impacts. This is report two of three for this event.

Event description:
It was reported that the roi-c plates had a hard time passing through the implant holder and caused the cage to break. The cage was removed and replaced with a second cage, but it also broke while trying to advance the plates. This cage was also removed and the holder and plates were switched out. The second set of plates were successfully installed into the third cage using the second holder. An awl was not needed and the patient did not have hard bone. There were no patient impacts. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2023-00009 through 3004788213-2023-00011.